Event description:
It was reported that pump battery drained faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no pump data were obtained, and no additional information was received regarding any corrective actions or event outcome.